Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 6 mm x 2.75 mm wolverine coronary cutting balloon was used to dilate the lesion. While the device was being removed, it came apart and was in two pieces. Everything was removed from the body of the patient. There were no adverse effects to the patient and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 6 mm x 2.75 mm wolverine coronary cutting balloon was used to dilate the lesion. While the device was being removed, it came apart and was in two pieces. Everything was removed from the body of the patient. There were no adverse effects to the patient and the patient status was fine. Device evaluated by manufacturer:the device was received in two sections as the result of a break in the shaft polymer extrusion. An examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The tip, balloon and blades of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified that the hypotube was severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and tactile examination identified a complete break in the shaft polymer extrusion of the device. The break was located at approximately 65mm proximal of the guidewire port. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis.